Event description:
It was reported that when performing puncture in this patient for catheter placement on may 6, resistance was felt with the guide wire. Withdrew the guide wire and found that it was not smooth at the proximal end. Only the guide wire was left and the rest has been processed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a rough guidewire tip was confirmed; however, the root cause was not identified. The product returned for evaluation was one 0.018¿ nitinol guidewire. The sample was received in its plastic hoop. Usage residues were observed in the coil region. Tactile inspection of the sample revealed a rough transition between the coil wire and the weld tip. Microscopic inspection of the sample revealed a misaligned coil at the weld tip transition. The coil was displaced and curved over the top of the weld tip. The reported and observed ¿roughness¿ appeared to be caused by the coil wire dislocation; however, the cause of the dislocation was not identified. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include wire manipulation prior to or during attempted use. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reds4457 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that when performing puncture in this patient for catheter placement on may 6, resistance was felt with the guide wire. Withdrew the guide wire and found that it was not smooth at the proximal end. Only the guide wire was left and the rest has been processed.